Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower eyelid blepharoplasty, while at the knot tying phase, the thread broke from the first suture strand 10 minutes into the procedure. The second thread also broke 5 minutes into the procedure. They were using an interrupted suturing technique. Further suture strands were opened to complete the procedure. The patient has no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one partial suture. The suture was observed to be detached from the needle; needle wasn't returned. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were received, tensile test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.